Event description:
Silicone implant inserted 4/82. Rptr was stuck by a pt in the chest on the med psych floor, 9/2/94 which resulted by MRI exam in a rupture and spill of silicone gel into rptr's body. Currently awaiting surgery for explantation.